Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: on the first firing of a sigmoidectomy, the surgeon clamped the tissue and attempted to squeeze the handle however it was stiff and could not be squeezed more than halfway. The surgeon was able to retract the black return knob, however it was very stiff. The surgeon opened the jaws and noticed that the device had partially fired and the staple line was incomplete. To complete the procedure, a new reload was connected to the same handle and the firing was completed successfully. The surgeon indicated that the tissue was not especially thick. The product problem caused additional tissue resection and tissue damage. Surgical time was not extended by thirty minutes or more. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was partially fired with the interlock engaged. The jaws were open. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.